Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers a request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiovascular revascularization medicine. 2018; 19(6):685-688. 10.1016/j.carrev.2018.01.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding magnetic resonance imaging in patients with active, as well as, abandoned leads. The retrospective study showed there were no significant changes in lead impedance and threshold in patients with abandoned leads and no patient had a change in lead impedance or threshold greater than fifty percent. Additionally, there were no significant differences when compared to patients with intact leads. The status of the leads in not known. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.